Event description:
The customer reported that during an open procedure, the handle of the device jammed. It is unk if the device was removed form the tissue at the time, and if so, how the device was removed from the tissue. There was no injury to the pt. Further, the knife blade was found to be protruding from the jaws of the device when it was received at covidien for eval.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.